Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had high blood glucose readings between 300 and 400 mg/dl. The customer treated with a bolus from the insulin pump. The customer stated that she removed the infusion set and the cannula was pushed out and bent. Customer also reported that she felt awful. The infusion set was replaced and returned, however the insulin pump was not replaced or returned.